Event description:
It was reported the patient felt an ¿electrocution¿ sensation at bingo about a week and a half prior to report. It was noted the sensation went from their hip to their vagina and the sensation lasted all day and got worse when they got home. It was stated the patient could barely stand it and after that time they turned their stimulation off. Reportedly, the patient experienced no falls or trauma but sometimes ¿hits¿ a doorknob in their house with their hip. It was noted the patient¿s stimulation was turned on at 0.5 volts the day of report and they were comfortable at the time of report.

Event description:
Follow up information received reported that the patient still had concerns regarding their device therapy but was working with their doctor and/or the manufacturer¿s representative. An appointment of (B)(6), 2014 was noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v963080, implanted: (B)(6) 2012, product type: lead. Product ID: 3889-28, lot# v963080, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received indicated that patient was scheduled for impedance check but appointment was cancelled and rescheduled for 2014 (B)(6). It was indicated that after the appointment, they will notify manufacture representative with the impedance measurements.